Event description:
The following information was rec'd from the field: during a coronary stenting procedure, the product was deployed. When pulling the delivery system back, the catheter broke into two pieces. There was no reported pt injury. Note: any additional info will be provided within 30 days of receipt.